Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio observed both battery 1 and battery 2 has loose kepnuts, which was the cause of the reported issue. Physio tightened the kepnuts and performed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off when the print button was pressed. There was no report of patient use associated with the reported event.